Event description:
It was reported that a user experienced pairing failures between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, evidenced by repeated pairing failed alerts; this corresponded to an intermittent communication failure and involved the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the electrical and magnetic system and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.